Event description:
The customer reported to olympus , during reprocessing for an unknown procedure, the visera pro video system center had poor connection of bayonet. It was noted, image was at times absent. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device did not have image due to a defective video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, images intermittently visible was likely caused by a failure of the video connector socket. It is presumed that it is an accidental failure or a failure due to handling (excessive load on the socket). In addition, a review of the instructions for use identified verbiage that may prevent the phenomenon: "never apply excessive force to connectors. This could damage the connectors." Olympus will continue to monitor field performance for this device.